Event description:
It was reported that the patient had an infection following the lead pull procedure. MFR. Report number: 3006630150-2023-00960. The patient was given antibiotics and was doing well.